Event description:
This lead was implanted on (B)(6) 2013 and remains implanted at this time. A call was placed to technical services on (B)(6) 2014 informing that this lead had noise. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).